Manufacturer narrative:
United states reporting agent notified on: (B)(6) 2014. Note: device is not marketed in the united states, however, similar devices are. Samples received: several open units. Analysis and results: there are no previous complaints of this code batch. There are three complaints of this code from three different batches and the same end customer. OEM received several needles with a short piece of thread attached. OEM checked the needles dimensions and all of them comply the specifications of the product. The three different batches contained three different needle reference although approved to be used in this product. The needle are according to the design when this batch was made. The aspect of the needles is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM surgical requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Complaint description: diameter tread and needle inaccuracy.